Event description:
It was reported that the pt had high impedance on system diagnostics and stopped feeling stimulation on (B) (6) 2009. Device was programmed off and pt is still doing well. No manipulation or trauma was reported. X-rays of the device were received and reviewed by the MFR. Upon review it was noted that there was a gross lead fracture. No further info is available at this time, but surgery is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.